Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a molding defect was found before use with a bd vacutainer® urinalysis transfer straw kit. The following information was provided by the initial reporter, "it was reported that 8 of 20 urine preservative tubes appears to be melted or flattened. 8 of 20 urine preservative tubes appears to be melted or flattened. The tubes were not crushed or cracked. Customer believes it's a manufacture issue not shipping." 8 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for collapsed tubes with the incident lot was observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Note that there are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. Mildly collapsed tubes will retain vacuum and only show minimal deformation. Mildly collapsed tubes will draw appropriately, but may not be able to be processed on laboratory instruments (e.g. May be slightly bowed and no longer fit in a rack). As long as the vacuum is retained and the tube fills appropriately, the tube will function properly. Fully collapsed tubes appear flattened, twisted, and visibly deformed. Fully collapsed tubes retain little or no vacuum.

Event description:
It was reported that a molding defect was found before use with a bd vacutainer® urinalysis transfer straw kit. The following information was provided by the initial reporter, "it was reported that 8 of 20 urine preservative tubes appears to be melted or flattened. 8 of 20 urine preservative tubes appears to be melted or flattened. The tubes were not crushed or cracked. Customer believes it's a manufacture issue not shipping." 8 occurrences were reported.